Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet bionic pancreas, and troubleshooting included verification and reentry of the sensor code into the pump, confirmation of bluetooth version, and education that sensor activation would take approximately 30 minutes. Symptoms included no reported clinical effects. Outcomes included no reported impact on daily activities. Investigation included technical review and user-guided troubleshooting. Investigation of this case revealed that the system behavior was consistent with pairing initialization requirements and no device malfunction was identified. It was concluded that the event was attributable to use-related factors during sensor pairing and the device functioned as designed after reconfiguration.